Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a surgery, abnormal sound was noted and the system powered off then a burnt smell was observed. A surgery was performed and completed using another system.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event of a system shut down. However, the company service representative was unable to confirm the reported events of abnormal noise and burning smell. The nonconforming power supply was replaced to address the shutdown issue. Unrelated to the reported event, preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The power supply was received and a visual assessment of the returned sample found no visual nonconformities. The returned power supply was installed on a calibrated system and was tested. The stand-by switch would not light up amber and the system would not power on upon engaging the stand-by switch. The potentiometer on the returned power supply was adjusted with no resolve. The returned sample was unable to power up the hotbed and was confirmed to be nonconforming. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event of a system shut down can be attributed to the nonconforming power supply. The root cause of the reported events of abnormal noise and burning smell cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).